Event description:
The customer reported that the system displayed a generator error message. This error message appears when the system detects an error in any of the registers associated with the high voltage generator. The system shuts down when this occurs. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage supply regulator, filament drive, and generator driver were replaced. The system was then found to be operating as intended.